Manufacturer narrative:
H10: good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the patient in room 2 went into hypoxic arrest on 13dec2020 around 02:00 and the central station did not alarm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in room 2 went into hypoxic arrest on (B)(6) 2020 around 02:00 and the central station did not alarm. The patient went into hypoxic arrest.